Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and pacing was inhibited. Asystole for greater than two seconds and the patient had experienced a syncopal episode. An invasive procedure was performed. This device and lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.